Manufacturer narrative:
As reported, when a 5f mynx control vascular closure device (vcd) was opened, the sealant was exposed on the catheter. There was no reported patient injury. The device was opened in sterile field. It was not used in the patient. The device was stored as per labeling. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2507301 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint mynx control system deployment difficulty premature" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. As the issue occurred during prep, it is likely that handling and/or storage issues may have contributed to the reported event. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, when a 5f mynx control vascular closure device (vcd) was opened, the sealant was exposed on the catheter. There was no reported patient injury. The device was opened in sterile field. It was not used in the patient. The device was stored as per labeling. Additional information was requested but not provided. The device will not be returned for evaluation.